Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to recent weight loss. As a result, surgical intervention was undertaken on (B)(6) 2026 where ipg was revised to a new pocket to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.